Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test, verify operating currents, or verify motor error alarm due to alarms. The insulin pump was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 250 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to rewind the insulin pump. The customer stated that they received motion sensor test failure alarm during rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.